Manufacturer narrative:
Bench replaced the motor controller pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer sent the device to bench for repair. After further investigation by bench, it was confirmed that the device stopped, does not turn on. It is necessary to change the power management to resolve the reported problem.

Manufacturer narrative:
Initial reporter institution phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device stopped and does not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) to the site for service and repair.